Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of angioedema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lips. Four hours later, the patient reported an angioedema. Patient took antihistamines they got over the counter from a pharmacy and symptoms resolved 4 days after onset.

Manufacturer narrative:
Device history record found no significant anomalies and no deviations or non conformances were found.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lips. Four hours later, the patient reported an angioedema. Patient took antihistamines they got over the counter from a pharmacy and symptoms resolved 4 days after onset.